Manufacturer narrative:
G4: 27mar2020. B4: 27mar2020. The complaint record was updated to reflect the type of report as serious injury and adverse event and product problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27mar2020.

Event description:
It was reported that while in use, the ventilator stopped ventilating and gave a constant audible alarm. Reportedly, the screen was still displaying but froze up with an alarm light emitting diode (led) illuminated. The customer reported that the reported issue has occurred twice and extremely intermittent. The customer had performed a full performance verification test (pvt) and found no error codes in the ventilator diagnostic logs. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
G4: 15apr2020; b4: 15apr2020. The customer spoke with the service engineer (se) over the phone and indicated that at this time not sure if the hospital will administer a purchase order for the repair/service of the device. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.